Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed because the issue could not be replicated. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the digital intercommunication of medicine (dicom) function was not working on the system. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: updated to user facility if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the digital intercommunication of medicine (dicom) function was not working on the system. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the site stating that the system could not establish an internet connection. They tried a different port and different cables with no success. They noticed that there was a little play in the port where they connected the cable. The ports were functioning as normal.